Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported during the pushing phase of childbirth, the head end of the bed was raised to allow the patient to turn onto all fours and push against it. When the patient turned, the bed collapsed and tipped over completely, causing the foot end to fall to the floor and fixtures to break. It was confirmed the patient did not sustain any injury. The customer reported that the midwife injured her back/pelvic area and was seen in the emergency room. The customer stated that ¿the injury continues to cause symptoms, and the situation is being monitored.¿ additional information was requested regarding the injury sustained by the midwife and medical intervention required if any; however, no information has been provided at this time. No further information was available at the time of this report.